Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The specific lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? No further information is available. What specific colon procedure was being performed? No further information is available. Can patient demographics be provided (age, gender, bmi)? No further information is available. How was the size of the circular stapler to be used determined? No further information is available. Were there any difficulties experienced with the circular stapler in the initial surgical procedure? No further information is available. Were there any issues with circular stapler removal in the initial surgical procedure? No further information is available. Can you confirm the patient presented with the constriction more than 6 months after the procedure? No further information is available. What was done during the ¿inspection¿? No further information is available. How tight was the constriction upon examination? No further information is available. Was the stricture site proximal or distal to the anastomosis? The proximal side to the anastomosis. How is the patient being treated or what treatment is planned? Treatment is under construction. Why does the surgeon believe the patient complications could be at all related to an alleged deficiency of the device? It was commented that the causal relationship between the cdh25a and the event is unknown. What is the current status of the patient? The patient is hospitalized currently. Are any photos available? No photos are available.

Event description:
It was reported that after an unknown procedure in which the cdh25a was used on the colon, constriction occurred. The procedure was performed on (B)(6) 2018. The date is unknown. On (B)(6) 2019, the patient visited the hospital and complained that there was a feeling of stuck of feces. And by inspection, it was found that there was constriction at a few cm from anastomosis site. The causal relationship between the staple and constriction is unknown. The patient is hospitalized currently and undergoing examinations. Treatment plan is under consideration.